Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms. It was believed to have been attributed to spring contact/lead interaction. Following the lss, noise with oversensing was observed on the atrial channel. No pacing inhibition noted, and the patient paces 24% in the ra. The patient will be brought in for further evaluation, and will likely consider leaving the device programmed in bipolar sensing and unipolar pacing. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms. It was believed to have been attributed to spring contact/lead interaction. Following the lss, noise with oversensing was observed on the atrial channel. No pacing inhibition noted, and the patient paces 24% in the ra. The patient will be brought in for further evaluation, and will likely consider leaving the device programmed in bipolar sensing and unipolar pacing. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms. It was believed to have been attributed to spring contact/lead interaction. Following the lss, noise with oversensing was observed on the atrial channel. No pacing inhibition noted, and the patient paces 24% in the ra. The patient will be brought in for further evaluation, and will likely consider leaving the device programmed in bipolar sensing and unipolar pacing. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system was considered non-conditional for magnetic resonance imaging (MRI) due to the known out-of-range pace impedance measurements on the ra lead indicative of possible lead integrity concerns. The health care professional (hcp) decided to proceed with the MRI scan without an updated off-label MRI order. The MRI scan was completed, MRI protection mode was exited successfully, and lead measurements were within normal limits. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms. It was believed to have been attributed to spring contact/lead interaction. Following the lss, noise with oversensing was observed on the atrial channel. No pacing inhibition noted, and the patient paces 24% in the ra. The patient will be brought in for further evaluation, and will likely consider leaving the device programmed in bipolar sensing and unipolar pacing. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system was considered non-conditional for magnetic resonance imaging (MRI) due to the known out-of-range pace impedance measurements on the ra lead indicative of possible lead integrity concerns. The health care professional (hcp) decided to proceed with the MRI scan without an updated off-label MRI order. The MRI scan was completed, MRI protection mode was exited successfully, and lead measurements were within normal limits. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that the ra lead underwent a lead revision. Ra lead extraction was unsuccessful, the ra lead was surgically abandoned instead, and the new ra lead was implanted. It was noted that the pacemaker was explanted and replaced due to normal battery depletion during the same procedure, and the newly implanted pacemaker had an updated header. No additional adverse patient effects were reported. The explanted pacemaker was retained by the facility, and will not be returned for analysis.